Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: colectomy. According to the reporter: the stapler jammed and then the sulu anvil buckled when firing over the proximal bowel. Staples did not form properly. The doctor switched to another device, moved more proximal to the original staple line, and it fired perfectly.